Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05aug2019. The manufacturer¿s international service technician could not duplicate the reported proximal pressure sensor issue but did find the occurrence of error code in the diagnostic report. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The da pcba was return for analysis and investigation was performed and the root cause: the data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ¿check vent: proximal pressure sensor auto-zero failed¿ was activated. There was no patient involvement.